Event description:
Follow up information identified that ipg was removed and replaced. Surgical intervention has resolved the issue.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient received a "system error" message. In turn, the patient's ipg was no longer able to communicate with their external device and was deemed inoperable. The patient's ipg had multiple troubleshooting attempts including software application updates that were unable to recover the ipg.. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.